Event description:
The customer reported that during a thyroidectomy, the surgeon noticed that some of the blue insulation on the device stuck to the patient tissue. A second device was used to complete the procedure.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident, including whether the material was removed from the tissue, have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.